Event description:
On september 23, 2009, this event was updated because the infection was reported incorrectly from the customer; instead, this lead was extracted due to high thresholds of 3.0 v at 1.0 ms in the ventricular chamber. A new lead was successfully implanted. To date, there have been no adverse patient effects reported. The lead was actively implanted for approximately 8 years. On july 29, 2008, the customer originally reported that this ventricular lead will be extracted, due to patient infection. No adverse patient effects reported to date. The lead remains implanted for approximately 7 years, 11 months.

Manufacturer narrative:
The lead was extracted and has not been returned for analysis. As a result, the allegations against this lead cannot be confirmed. The manufacturer attempted to obtain the lead by sending e-mails to the sales representative (on 9/22/09 and 10/1/09) who reported trying to get the lead from the hospital but was not successful. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.